Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would not hold on tissue. It is unk how the case was completed. There was no consequences to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.